Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 08/27/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the down arrow keypad button was found to be intermittently unresponsive; all other keypad buttons responded appropriately. There was evidence of contamination found under all key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged 'up/down' arrows and ok button are intermittently working. The reporter stated she has to press it hard and several times to get it work. The reporter stated that issue started a few weeks ago, and is progressively getting worse. Keypad intact, not peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.